Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting. In conclusion, the loose fitting on the substrate cap is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.

Event description:
The affiliate stated the customer reported no value/indeterminate (ind) flagged troponin I (access accutni) results for two patients and low level quality control (qc) results involving the access 2 immunoassay system used in conjunction with the access accutni assay and calibrator. Both patients' samples were then analyzed through an alternate methodology and obtained negative results, which correlated with the patients¿ clinical status. There was no patient consequence or change in patient treatment associated with this event; actual patient values were not generated and not reportable. The customer indicated system event log showed evidence of sample counts outside limits error. Beckman coulter customer technical support (cts) advised the customer to verify all substrate connections, and the customer noticed the white fitting on the cap was slightly loose and tightened the fitting. The customer then primed the substrate, performed system check and quality control (qc), and reanalyzed both patients¿ samples. System check and all levels of quality control (qc), passed within instrument specifications. The customer stated there was no further evidence of no value/ind flags system messages. The instrument was returned to normal operation.